Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he need help in reprogram the alarm/check setting alarm of the insulin pump. Customer's blood glucose was 156 mg/dl. The customer found out that the alarm was check setting only through alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer call back and said that the insulin pump worked fine. The customer stated that he don't want replacement.